Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided. H11: device code 2017- excessive force.

Event description:
It was reported that the procedure was to treat the hunter's tunnel with heavy calcification. The lesion was pre-dilated with a 5x100 mm non-abbott balloon for 3 minutes. The 5x80 mm supera self expanding stent (ses) was advanced to the lesion and resistance was noted. The stent was deployed; however, the stent may have elongated slightly at the level of the calcified lesion. While attempting to verify the complete deployment of the stent, the physician performed a back-and-forth maneuver with the thumb slide. At that moment, the thumb slide became stuck within the lesion. After fully releasing the stent, the white olive tip could not be retrieved and was stuck in the calcification which was not fully opened. There was resistance during removal of the delivery system and force was applied. An 014 guide wire was attempted to be advanced but was unsuccessful and the olive tip was not retrieved. The occlusion that was previously opened had completely re-occluded. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in the reported stent slightly elongating. Further interaction with the heavily calcified anatomy likely resulted in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam and the reported difficult or delayed activation. Resistance due to the heavily calcified anatomy resulted in the reported difficult to remove and ultimately resulted in the reported tip material separation. As reported, a 014¿ guide wire was attempted to be advanced but was unsuccessful and the olive tip was not retrieved. The occlusion that was previously opened had completely re-occluded. No additional treatment was performed the reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. Reportedly, there was resistance during removal of the delivery system and force was applied. It should be noted that the supera peripheral stent system instructions for use states: precaution: should unusual resistance be felt at any time during stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The force applied during removal of the device seemed to be a reasonable clinical response to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.